Event description:
It was reported that 179 of the bd safetyglide¿ needles from lots 2024137, 1152504, and 1147923 were occluded. The following information was provided by the initial reporter: occluded needles.

Manufacturer narrative:
Investigation summary five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four samples expelled the solution with normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot numbers 2024137, 1152504 and 1147923. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the returned sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. Medical device lot #: 1152504. Medical device expiration date: 31-may-2026. Device manufacture date: 01-jun-2021. Medical device lot #: 1147923. Medical device expiration date: 31-may-2026 . Device manufacture date: 27-may-2021.

Event description:
It was reported that 179 of the bd safetyglide¿ needles from lots 2024137, 1152504, and 1147923 were occluded. The following information was provided by the initial reporter: occluded needles.